Manufacturer narrative:
After further clinical review, this event has been determined to meet the definition of a serious injury MDR per 21 cfr 803. As a result of the re-review of the images, the product catalog number has been identified as rf310f. One cd of procedures were re-reviewed and the images demonstrated that on (B)(6) 2009 an angioplasty was performed on the left iliac vein, the iliac vein was approximately 85% occluded. Inflation of a pta balloon was demonstrated in the left common iliac vein. Images demonstrated a patent iliac vein with good blood flow. Two images were provided of the ivc, one image was a vena cava gram; however, the renal takeoffs could not be identified in this image. The second image demonstrated a vena cava filter upright position, the exact location could not be determined based on a dsa vena cava image provided. A snare hook could not be identified on the apex of this filter which indicated the filter is a g2 filter. The deployment system is demonstrated via femoral vein access; therefore, the filter was a g2 femoral filter. There are no images provided that indicated a snare device was used to capture the filter. Due to the poor image quality the number of limbs of the filter could not be counted. The apex of the filter was against the wall of the ivc. Based on the re-review of the images, a tilted filter in the ivc can be confirmed; however, successful filter retrieval cannot be confirmed. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation.

Manufacturer narrative:
After further clinical review, this event has been determined to be reportable. The product catalog and lot numbers were not provided; therefore, a complete manufacturing review could not be completed. The device was not returned; however, images were provided for review. One cd was reviewed which demonstrate a vena cava filter at the time of implantation on (B)(6) 2009. Real-time images of the filter retrieval were not provided. Based on the images provided, filter removal difficulty cannot be confirmed. The complaint investigation is inconclusive as the device was not returned for eval and result of the image review. Based on the available information, the definitive root cause is unk. Multiple attempts were made to obtain the patient details, product identifiers and procedural details; however, despite good faith efforts the information was unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval approximately seven months post-implantation, the filter could not be retrieved. There was no reported patient injury.